Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter had given inaccurately high control solution results. The medical affairs specialist (mas) attempted to call the patient on 2 separate days to obtain/verify information but was unsuccessful. The mas mailed a letter to the patient on september 27, 2007. The patient indicated that the alleged meter issue started on nine days earlier, at 9:12 am. The patient reported control solution results of "120, 135, 132, 137, 133. 138, 144 and 156 mg/dl." The control solution range was "87-117 mg/dl." As a result of the alleged meter issue, the patient took her usual dosage(s) of 1 pill, glucotrol (2.5 mg). The patient also drank soda. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of feeling lightheaded and having a very dry mouth, awful taste, and a headache. It would have been helpful to know the following information: the patient's testing frequency, her normal/expected blood glucose levels, what blood glucose readings the patient obtained before and during the time of concern, and her medication and diabetes management regimens. In addition, it would have been helpful to know if the patient made any changes to her regimens because of the alleged meter issue, what date/time the symptoms started, and what meter readings she got before and while she was symptomatic. The patient was using a correct technique for testing with the reported meter. The patient was obtaining blood samples from her fingers and cleaning the puncture sites correctly. The meter was coded properly and the test strips were described as being in good condition. During troubleshooting, the patient retested with a new vial of test strips, but the control solution test still did not pass. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms that might be related to one having an abnormal blood glucose levels after the alleged meter issue started. It is not clear as to what blood glucose readings the patient got during the time of concern and what actions the patient took in response to the results.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, control solution, and strips for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.